Event description:
It was reported that a customer experienced a cracked and unresponsive touchscreen on their device. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was unable to interact with the device, and as a result, technical support replaced the pump.